Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the first rewind attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.